Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to visual inspection. The insulation had broken loose from the tip of the product. The lot number of the product indicated that the product was roughly 11 years old. The possible root causes of the reported failure include the following: multiple uses of flash sterilization; rapid cooling after sterilization; repeated contact with a metal sterilization tray, which can cause damage to the product; normal wear and tear. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation at the end of the unit was flaking off.